Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided, the lot number#: p900866. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed, intermittent firmware incompatibility dating back to dec 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .822mm, with a passing threshold of .250mm. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a localizer faulted message and an amber led on the positioning sensor unit (psu). No further details were provided. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735821r (serial/lot: unknown). H3, h6) the system was serviced in the field and there was an optical communication failure. Hardware parts were replaced and the system then performed as intended. Codes b01, c08, and d02 are applicable to this system checkout.  H6) multiple annex a codes were applied to capture the complaint. Annex a, a05, was used to capture amber led the and annex a, a1102, was used to capture the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.